Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred. The customer's blood glucose level was not impacted and a new cartridge was able to be loaded successfully.